Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that when they charge their stimulator, it shocks them. Since mid-october they get shocked when they recharge the battery. This began mid-october and got worse around thanksgiving. The caller reports that they have tried using a tank top between charger and skin and it still shocks them. The shocks happen during searching and recharging both and it hurts, so they cannot recharge. Caller reports that they place the fingers over the prongs on the recharger and can feel it on their fingers as well. The caller spoke to the hcp about this and they did x-rays but there were no system issues. The manufacturer representative (rep) spoke to the caller today and the caller was redirected to call in to get a replacement recharger. The caller reports that they don't know if the shock is from the recharger or the device. The caller has not tried to change the charging speed because it already takes an hour to recharge and the caller called that timeframe slow. An email was sent to the repair department.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.